Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms (alarm 1) occurred. Blood glucose ranged between 140-200mg/dl. Reportedly, a new cartridge was loaded to address the event.